Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that a part of the infusion set was coming loose while she was sleeping. The customer mentioned this was happening for the third time and resulting to having high blood glucose when she wakes up. Patient's blood glucose at time of incident was 450 mg/dl. Patient's current blood glucose was 306mg/dl. The customer said she may not be able to stay for troubleshoot since she needs to go to her work. The insulin pump will not be returned for analysis.